Manufacturer narrative:
The filler was injected into the patient and is not available for return. The syringe was not returned for evaluation. Further information regarding this event, product or patient details has been requested but was not retrieved. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Complaints: (B)(4).

Event description:
A healthcare professional reported injecting a patient with 0.8cc of evolysse smooth and form in the lips. Patient experienced delayed severe swelling, pain, and lumps in the lips.